Event description:
The customer stated that they have been off the pump for more than eight months. It was indicated that the customer was hospitalized for high blood glucose. The dr wanted to place back on the pump and assisted the customer with reprogramming the settings. While the customer was assisted in setting the time, the pump has an error alarm. The device had the same alarm after priming. Instructed the customer to discontinue the pump use.